Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product inspection identified that the sealed sterile cavity was dented in the corners. The sterile barrier was not compromised. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. This product falls within the scope of a CAPA that is reviewing all the packaging configurations at zimmer biomet, bridgend, UK. This event would not have been reportable as sterility was not compromised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event occured in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that sterile package was damaged. The outer package was intact. No patient or hospital involvement. Attempts have been made and no further information has been provided.